Event description:
Surgeon's pa placed the echelon 45 stapler, per guidance of the surgeon, across the lung tissue. The stapler was clamped and started to engage and then stopped. The stapler was reversed manually and removed from the tissue and replaced with another stapler.